Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred while the patient was connected for peritoneal dialysis therapy. The patient stated that they had initiated therapy prior to connecting to the device. The technical services representative (tsr) assisted the patient in clearing the alarm and advised them to start over with new supplies. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause was determined to be that the user initiated therapy prior to connecting to the device. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. Should additional relevant information become available, a supplemental report will be submitted.